Event description:
Reporter indicated that a break in the pt's lead was confirmed via x-ray in 11/02. It was reported that the pt currently lives in an assisted living center and has been documented on video tape manipulating their device. The pt continually pulls and twists the device. The reporter was unsure whether or not the device has been programmed to off. The pt's parent does not feel that the pt is a good candidate for the ncp system because of their constant manipulation of the device. Further follow-up revealed that the pt's ncp system was explanted.